Manufacturer narrative:
The returned device was evaluated and the pod was received undeployed. No issues were found that would result in a needle mechanism failure as the pod was deactivated after the first priming sequence ended but before the start of the second priming sequence.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause.  Omnipod insulin management system ¿ user guide:  model: ust400,  17845-5a-aw rev b 09/17.  Changing your pod:   chapter 3 / pages 33;  warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that while applying a pod the cannula did not fully deploy as intended during activation. Upon removal of the pod from the infusion site it was discovered the cannula was not visible. The pod was not worn.